Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and reloaded calibration files. The system operates as intended.

Event description:
The customer reported the orientation buttons and the fluoro timer are not working. No pt injury was reported.